Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms that devices were sterilized in accordance with iso 11137-2. (B)(4).

Event description:
Information received suggests that patient underwent a hip revision procedure due to infection. Review of invoice history revealed that patient with a history of two stage revision underwent total hip arthroplasty on (B)(6), 2008. All components were removed on (B)(6), 2009. No further details have been provided to date.